Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown which was not reproduced. The reported improper shutdown was verified through a review of the event history log by the presence of "improper shutdown!" On the final day of customer use in the log; however, it cannot be determined if the alarms was user induced or due to device malfunction. A visual inspection found depressed battery pins indicating the device may have powered off without user input. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. There was no patient involvement. No additional information is available.